Event description:
The customer reported system received a system error detected error code before a case on. The problem occurred with no pt on the table. The system worked after a reboot.

Manufacturer narrative:
Result: error code displayed.